Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that a "check vent: barometer sensor range error" occurred. The device was in clinical use at the time the issue was discovered. The customer immediately replaced the unit with a backup v60. There was neither delay in therapy nor medical intervention reported other than the ventilator swap. There was no patient or user harm reported.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18256.

Manufacturer narrative:
H10: the manufacturer's product support engineer (pse) evaluated the device and confirmed the reported "check vent: barometer sensor range error" error. The pse also stated that the reported issue was not duplicated despite a test run. Therefore, the pse preventively replaced the data acquisition (da) board and verified that no other anomaly was observed. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. H11:updated contact information, contact office entity, and manufacturing site.